Manufacturer narrative:
The field complaint of pacing system analyser (psa) losing connection could not be verified. During analysis, unit was plugged into working 3650 programmer. Psa session was established successfully. Resistive termination tool was connected using patient cables. Impedance levels were in normal range. No error message displayed during analysis. No anomalies found at time of analysis.

Event description:
During an initial implant procedure, loss of pacing was observed on the pacing system analyzer (psa) due to an interrupted connection. The psa was used throughout the entire procedure. The patient was stable.